Event description:
A clinic pharmacist reported an obstruction of tubing on a cassette from a custom pak. The device was exchanged to complete the procedure. Additional information has been requested but not received to date.

Event description:
Additional information was provided by the pharmacist who reported that on the same patient, first cassette had an occlusion issue. A new pak with same lot number was opened to take the cassette but it had the same issue. A third pak with another lot number was then opened and it showed no issue.

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history records shows the product was released per specifications. The returned sample was visually and functionally tested and passed testing, no occlusion or obstruction in the tubing was found. The root cause of the customer's complaint could not be established; the returned sample met specifications.